Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic, where a capacitor maintenance test was performed on the implantable cardioverter defibrillator. During the test, the capacitor charge time limit was reached and the vibratory notified was triggered. The test was redone 2 more times which were both normal. No further intervention was performed.